Event description:
This device was returned without oos documentation from medtronic, inc. This device is in backup mode. Per medtronic, this device was replaced with a medtronic addr01, (B)(4), on (B)(6)2010.